Event description:
Opened the 690 0022e to find marks on metal surface, then opened another all poly option to find marks as well, not as bad as component inserted into pt. Implanted 690.0022e.

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-01402.